Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys troponin I stat immunoassay result for one patient sample from the cobas e 411 immunoassay analyzer. Sample 1 drawn at 08.30 had a result of 3.7 ng/ml. Sample 2 drawn at 16.30 had a result of <0.1 ng/ml. Both results were reported to the clinicians. Because the result for sample 2 was considered wrong by the clinicians, the sample was repeated on (B)(6) 2018 and the result was 2 ng/ml. There was no allegation of an adverse event. The reagent lot number was 337590. The expiration date was requested but was not provided. The field service representative found the instrument was in good condition. The pinch valves were changed, the system was decontaminated, and the performance testing was completed. The qc results were acceptable on the day of the event. The provided alarm trace did not contain any conspicuous event. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.